Event description:
It was reported that the intra-aortic balloon became stuck in the sidearm sheath. As it could not be advanced into the patient, the assembly was removed. There were no patient complications. (Refer to MDR 1219856-2002-00049 for the next event involving this same patient.)